Event description:
A customer reported an issue with their device where the displayed time was incorrect by more than five minutes. The customer's blood glucose levels remained stable with no bgs reported above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, with a follow-up recommended if the time discrepancy reoccurs.